Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Revision of the solar humeral head was reported.

Manufacturer narrative:
An event regarding revision due to patient factors (progression of the glenoid osteoarthritis) involving a solar humeral head was reported. The event was confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: review of medical records by a consulting clinician indicated: "the revision of the hemi arthroplasty to a reverse total shoulder arthroplasty was due to progression of the glenoid osteoarthritis and not related to factors of faulty component design, manufacturing or materials. No examination of the explanted components is documented." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: review of medical records concluded: "the revision of the hemi arthroplasty to a reverse total shoulder arthroplasty was due to progression of the glenoid osteoarthritis and not related to factors of faulty component design, manufacturing or materials. No examination of the explanted components is documented." Further information such as return of device is needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Not returned.

Event description:
Revision of the solar humeral head was reported.